Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2022-01774 was submitted in error, and is hereby retracted.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 5.3cm x 4.9cm and was implanted with gore® excluder® conformable aaa endoprostheses and the inferior mesenteric artery was embolized with penumbra ruby coils. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent follow-up computed tomography imaging which determined a kink and compression of the contralateral leg component in the right iliac artery. On (B)(6) 2022, the patient underwent reintervention two gore® viabahn® vbx balloon expandable endoprostheses were implanted on both sides. Atlas kissing balloons were used to post dilate both sides to 14mm, intravascular ultrasound (ivus) performed at this time looked great. It was noted that the aorta at the level of the bifurcation was appx 11mm and near circumferentially calcified. The patient was not symptomatic denying any claudication symptoms or any leg problems.

Manufacturer narrative:
Patient medical history includes but is not limited to: aaa, hypert,ension, diverticulitis, gi bleen, coronary artery stent placement, left knee prosthetic join infection, left and right knee arthroplasty. Patient medications include but are not limited to: aspirin, ezetirribe, atenolol, crestor, fosinopril sodium, vitamin b complex, probiotic, super b complex, krill oil, ub. Images were provided to gore for evaluation. The results of the evaluation will be provided in a supplemental medwatch submission.